Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, further information was provided by the customer. According to the customer, a surface decontamination is carried out after use before sending the cystoscopes to the sterilization center, which takes care of all stages of reconditioning. Reprocessing is carried out by an external sterilization center. The treatment of the cystoscope includes immersion, decontamination, and manual washing with a detergent suitable for endoscopes. The detergent used is dialzima ultra. The immersion decontamination time is 5 minutes, as per the technical data sheet. The water used for washing and rinsing is osmotic. The channels are cleaned with a pipe cleaner, rinsed, and dried with compressed air. Once cleaned, the leak test is carried out. Once the test has been passed, the device is packaged and sterilized using either the sterrad 100s system long cycle or the sterrad 100nx system duo cycle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the areas where the foreign material was detected, and there were no obvious deviations identified from the reprocessing that was performed. Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: the cysto-nephro videoscope reprocessing manual provides detailed instructions for reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the videoscope image was not stable. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the objective lens/ charged coupled device lens had foreign objects. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation finding was as followed: forceps channel port had corrosion. Due to damage on the charged coupled device unit, the image disappeared during angulation in the up/down directions. The charged coupled device lens also had signs of corrosion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.